Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 400 mg/dl. The customer stated that insulin did exit during the fixed prime process. She did not want to run an additional fixed prime to determine if a cannula or site connection was occluded. She was advised to perform an entire infusion set change and that a replacement infusion set would be sent. She stated that she felt very ill due to high blood glucose. She advised that she needed to vomit and had to get off the phone. The customer could not be reached the day after. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.